Event description:
It was reported that the procedure was to treat a concentric lesion in the distal left circumflex artery, with heavy tortuosity, heavy calcification, and 99% stenosis. After pre-dilatation, the 2.5 x 15 mm xience v was advanced, but the tip of the delivery system kept hitting the calcification and would not cross. A 2.5 x 15 mm trek balloon was then used to dilate the lesion and the 2.5 x 15 mm xience v was advanced again, but still could not cross. A non-abbott microcatheter was used to help the xience v cross, but still unsuccessful. When the xience v was removed from the patient, the stent was observed to have dislodged in the proximal hub of the microcatheter. The procedure was completed at this time. There was no clinically significant delay in procedure and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: microcatheter: dio. (B)(4): re-insertion. Evaluation summary: analysis of the 2.5 x 15mm xience v stent delivery system (sds) noted the dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. It was confirmed that the tip was slightly flared and kinked, and the stent implant had dislodged from the balloon. There were crimp marks on the balloon between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were two bent struts in the first row of proximal stent struts, which was not reported, however, likely occurred as a result of packaging and shipment back to abbott vascular for analysis. The balloon was loosely folded, which would be expected after the stent dislodged. The anatomy/lesion was described heavily tortuous and heavily calcified, which likely contributed to the failure to cross and tip damage. The interaction with the anatomy/lesion likely disrupted the stent on the balloon such that it dislodged in the microcatheter hub during withdrawal. It should be noted that the instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] In this instance, the IFU deviation likely contributed to the reported difficulties. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there is no indication of a product quality deficiency.